Manufacturer narrative:
Per the clinic, the patient was prescribed oral antibiotics on (B)(6) 2015 and again on (B)(6) 2015 due to infection. This report is filed (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and the abutment was removed on (B)(6) 2015. The implanted device remains.